Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The device was received for evaluation. The event was confirmed during testing. Evaluation of the device identified third party modifications. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device ran in the wrong mode. There was no patient involvement; no patient impact.